Manufacturer narrative:
The customer's complaint was duplicated during evaluation of the device. Debris was noted on the bearings and the chuck assembly and chuck jaws were also worn. The presence of worn chuck jaws may have contributed to the reported event.

Event description:
It was reported that metal filings were noted on the sterile field during a procedure. The exact root cause could not be determined. No adverse consequence was associated with the device.